Manufacturer narrative:
H10: h3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the suture,size 2,ultrabraid,blue/white found that all lots of production must includes a material certification of analysis. A clinical review states that smith and nephew has not received the device/relevant clinical information to perform a thorough medical investigation, nor can the clinical root cause of the reported failure be determined. Based on the information provided, the following the breakage of the osteoraptor ¿wire¿, the procedure was completed with a s&n back-up device without a reported delay was or patient harm. There was no relationship found between the device and the reported event. The complaint was not confirmed. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
Internal complaint reference case-(B)(4).

Event description:
It was reported that during an arthroscopy, when inserted the osteoraptor the wire was broken. The procedure was completed with a s+n back-up device. No delay was reported, and no other complications were reported.